Manufacturer narrative:
(B)(4). All available information indicates that the cardiac resynchronization therapy defibrillator (crt-d) remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indciating the patient underwent a routine device change out procedure. A new lead was being considered but the vein was occluded. Shock impedance measurements were 110 ohms with the new device. This device was successfully explanted due to normal battery depletion and the lead remains in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited high shocking lead impedance measurement greater than 125 ohms. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains in service.